Event description:
It was reported that during a prostate procedure, the tip of the fiber side-firing fiber was noted to be damaged at 12,935 joules. The tip of the second side-firing fiber was noted to be damaged at 10,000 joules procedure. The procedure was completed with turp. Pt outcome: "no damages to the pt" reported.